Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had experienced ghost pocket. A technical support specialist (tss) determined that spl messages needed to be resent before escalating the case to iest. The tss dialed into the server and sent spl messages. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had experienced ghost pockets. The customer stated they were able to remove the medication from another station, resulting in a delay. However, no adverse events or injuries were reported due to this incident.